Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4).

Event description:
Note: this report pertains to a spyscope ds and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bile duct during a procedure performed on (B)(6) 2022. During the procedure, after some minutes the processor was totally dark and it was not possible to see any control lights on the front panel. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.